Manufacturer narrative:
Date of initial report: 02/25/2009. The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The report stated that the device stuck to tissue causing the jaws not to open. The device was cut out of tissue, resulting in some bleeding.